Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70, serial: (B)(4), description: infiniontm cx 70 cm lead. Model#: sc-4316, lot#: 19169853, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain on the right over the ipg site. It was also noted that the patients ipg was sending a shocking sensation down to the legs. The patient underwent a revision procedure wherein the ipg was relocated and whole system was replaced per physicians preference. The patient was doing well postoperatively.